Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states, should ischemic appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-deal device instructions for use (IFU) cautions that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression for a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) cautions the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the pt monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The IFU states potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal device instructions for use (IFU) states the angio-seal kit is supplied sterile in a poly bag. The bag includes a sealed tray containing the angio-seal components. The angio-seal is labeled. Sterile.

Event description:
It was reported that following a cardiac catheterization, an angio-seal was selected for use. The pt required a second cardiac catheterization with access gained on the same side as the previous intervention. Two weeks later, the pt again presented with chest pain and was found to have an inferior wall st elevation myocardial infarction. He was again taken to the cardiac catheterization lab and was accessed through the right common femoral artery. The catheterization showed 100% occlusion of the right coronary artery and no intervention was possible. The catheterization was terminated. The post catheterization angiogram showed that the arteriotomy was proximal to the femoral bifurcation and an angio-seal was used to achieve hemostasis. The pt subsequently developed a right groin hematoma and bacteremia. The initial computed tomographic (CT) scan showed a small hematoma in the right groin, but no abscess and other sources for his bacteremia. The pt's condition failed to improve, and the pt had a repeat CT scan done four days later that showed a leaking pseudoaneurysm that was not present on the previous study. The vascular surgeon was consulted and a decision was made to explore the right groin. A longitudinal incision was made over the femoral artery. On dissection, an intense inflammatory response was found in the area. When the femoral artery was identified, a large clot was found dorsal to the artery. When the clot was removed, an arteriotomy measuring approximately 6mm in diameter was found in the common femoral artery. During the dissection of the area, one of the small closure devices was found imbedded in the hematoma. Once meticulous debridement of area was completed, a bovine pericardial patch was used to close the arteriotomy. Intra-operatively, plastic surgery was called to evaluate the wound in the event that a local flap would be necessary to cover the femoral vessel. Blood cultures from the pt revealed infection. The pt's condition has subsequently improved since the debridement and repair of the pt's right groin. No additional info is available.